Event description:
"S/p bilateal subgl infra gels (believes textured gels - unknown type/size/MFR-no records). For augmentation/ptosis. Pt complained of rippling deformity, especially pt if loses wgt. Pt complained of increased ptosis, no decrease in size, change in texture or h/o trauma. Pt complained of systemic sx's developing in the last few years including arthralgias/myalgias (increase gelling), paresthesias, fatigue, hot flashes/sweats, rashes, haeynostatic irregularities, sob, varicosities, and easy bruisng. Pt is otherwise healthy."